Manufacturer narrative:
Due to character limit in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a regular inspection of the hospital the cardiosave intra-aortic balloon pump (iabp) was found to have an ECG cable plug failure. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse replaced the front end board due to ECG cable connector damage. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part pcb, front end, rohs with a reported unit failure of ECG cable plug failure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The fat dept. Used a cardiosave trainer cable to plug into the ECG connector j1. The cable would not plug into the connector. The cable could not be inserted into the connector all the way to make a sound connection. The fat verified the complaint of ECG cable failure. The connector failed testing. Retaining the board in the fat per procedure.